Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that "when the physician tried to advance the device, the wire buckled in the sheath." The device was removed and the patient was converted to manual compression for 20 minutes at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was received with the balloon inside the procedural sheath. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant sleeve was displaced and sliding on the polyamide shaft. The sealant was protruding from the shuttle cartridge side slit and blood was observed on the surface. It is unknown whether the location of sealant sleeve occurred during procedure or due to user manipulation. The review of the lhr (lot f1305301) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information received and the investigation performed, the root cause of the reported event could not be conclusively determined.